Event description:
It was reported by the rep that the device was used during a low anterior resection. It was reported that the cdh33 circular stapler fired and ripped a hole in the posterior wall of the colon. They opened another cdh33 to finish the case.